Event description:
The customer reported that the roller comes out of the track during preparation of the device. The device was not used on a pt. The device was exchanged. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The user did not specify if this was the initial use of the device. The device history record was reviewed and found no related exception documents. The complaint database was reviewed and found four similar complaints from the same user facility for this lot number. The evaluation is in process. A follow-up report will be submitted when the evaluation has been completed.